Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins wasn't working; the ins wouldn't charge. When asked when this problem started the caller said long enough that their seizures started back up. They further clarified this and reported that the patient's target pain caused them to go into seizures. No further complications reported.